Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent and human biohazardous liquid sprayed on the face during troubleshooting on fc 500 flow cytometry system. The customer was troubleshooting with technical services on improper vacuum chamber draining on the system when sprayed with approximately 10ml of coulter clenz, isoflow sheath fluid and human biohazardous liquid. There was exposure to the eyes but not to other mucous membranes and open wounds. The customer was only wearing gloves, and no other personal protective equipment (ppe) when exposed, and did not seek medical attention. Based on the information from the customer on 10/11/2010, there had been no adverse effect indicating a reaction from the exposure.

Manufacturer narrative:
The customer was not wearing suitable ppe as directed in the bci labeling. The customer reviewed msds, but proceeded to flush exposed areas for only 30 seconds. The recommended minimum flush duration is 15 minutes. The customer prepared and submitted an incident report per the company's exposure control plan. A bci field service engineer (fse) visited the site on 10/11/2010 and identified that vacuum trap was full, and a quick connect male fitting was defective. The fse replaced the parts.the fse tested the vacuum chamber and found the issue was fixed. A root cause for this event was defective hardware and the user not wearing proper ppe.